Event description:
It was reported that the patient was scheduled for vns revision because the generator had migrated and is causing the patient pain. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Manufacturer narrative:
.